Manufacturer narrative:
During routine data monitoring on (B)(6) 2025, the team noticed an erratic pattern in some measurement signals. On (B)(6) 2025, the team confirmed inaccurate readings in 4 out of 33 diastolic heart sound strength measurements (12.12%). Two abnormal signal patterns were observed: (1) a shift in the acoustic signal away from the expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction. On (B)(6) 2025, analog notified the patient and the healthcare provider of the identified issue and advised the patient to discontinue using the device. There were no adverse events or no need for medical intervention related to this malfunction. The device has not yet been returned for evaluation to confirm the suspected hardware malfunction. However, the reported signal characteristics are consistent with a recent pattern of acoustic wire-break issues that analog is addressing through an active CAPA.

Event description:
During routine data monitoring on (B)(6) 2025, the team noticed an erratic pattern in some measurement signals. On (B)(6) 2025, the team confirmed inaccurate readings in 4 out of 33 diastolic heart sound strength measurements (12.12%). Two abnormal signal patterns were observed: (1) a shift in the acoustic signal away from the expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction.